Event description:
This was a lead extraction case performed in the or to remove three (3) leads due to bacteremia. The patient was septic, with a 15% ef, IV drug abuser, with renal failure, diabetes, and whose cardiac status was still declining even with a biv device. The patient was not ipg dependent. The CT surgeon extracted the sjm 1158t lead from the lv first, using a 14 fr. Glidelight with a total of about 15 seconds of laser time. The 2 remaining leads were a endotak reliance 0184 and a boston scientific 4469. The leads were locked down in typical fashion using a # 2 lld and suture on the outer insulation. The ra and rv leads released with a total of about 15 seconds of laser time. After all leads were extracted and the pocket was closed, it was noticed that the patient's pressure began trending down and needed support from anesthesia. When the bp did not recover, the physician decided to make a pericardial window, in order to visualize the pericardial sac. It was seen that the patient had some blood within the sac. The physician was able to tap the sac and pulled off approximately 150cc of fresh blood. The patient had been in cardiac tamponade, and was still actively bleeding. The decision was made to open the chest and access the heart, where a 1.5mm perforation was seen at the coronary sinus. The perforation was closed with 2-3 sutures and the patient's chest was closed. The patient's heart function was unable to recover from this stress, and the patient ultimately expired.